Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The customer service center specialist (csc) checked instrument logs, over the phone, and found no evidence of a probe change. The csc suggested to replace the probes. No documented part replacement was reported, and no onsite troubleshooting was performed. A review of the alinity I sn (B)(4) service history returned no contributing factors on or around the date of the incident and no further occurrences of discrepant results after the current complaint. A review of tracking and trending for the alinity I processing module did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(4) was identified. This issue was previously reported under MDR number (B)(4) under the same suspect medical device but an incorrect manufacturer name, city and state. This report has the correct manufacturing site of (B)(4).

Event description:
The customer observed false reactive alinity I toxo igg results for one patient. The following data was provided (reference range: results <1.6 iu/ml is nonreactive, results >/= 3.0 iu/ml is reactive): (B)(6) 2021 sid (B)(6) initial result = 8.8 iu/ml. The previous result in (B)(6) 2021 was nonreactive. The sample was repeated twice which generated a result of 0.3 iu/ml both times. No impact to patient management was reported.